Event description:
It was reported that the user requested replacement supplies after an infusion set was deployed incorrectly or the infusion set connector was not attached correctly while the user remained connected to the pump and experienced no alerts or alarms. No reported adverse clinical effects or condition. Outcomes included shipment of replacement infusion sets and cartridges, along with troubleshooting and education provided to the user. Investigation included customer communication and review of device use and handling. Investigation of this case revealed probable use-related installation error of the infusion set or connector, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.